Event description:
The customer stated a prism analyzer generated a false positive hiv o plus result for one patient sample. The analyzer generated an initial hiv o plus result of 2.05, and repeat results of 1.85 and 1.92 s/co. Ppa and wb testing generated negative hiv results. Ab/ag eia testing generated a positive hiv result. The false positive hiv o plus result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, prism hiv o plus, ln 3d34, that has a similar product distributed in the us, prism hiv o plus, ln 3l68. (B)(4). A follow up report will be submitted when the evaluation is complete

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained reagent, a search for similar complaints, and a review of labeling. The customer stated a prism analyzer generated a (B)(6) result for one patient sample. A retained kit of prism (B)(6) lot 11491li00 was calibrated successfully and generated in range quality control results. (B)(4) serum samples were tested and no (B)(6) results were obtained. Two retained kits of lots 11491li00 and 06417li00 were calibrated successfully and generated in range quality control results. (B)(4) blood donor serum samples were tested and no (B)(6) results were obtained. Tracking and trending did not identify any adverse trend or non-statistical trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on this investigation no product deficiency was identified.